Manufacturer narrative:
Product complaint (B)(4). (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events for three vicryl sutures used in the surgery submitted via 2210968-2019-90202, and 2210968-2021-02571.

Event description:
It was reported by an attorney that the patient underwent an unknown surgery on (B)(6) 2018 and the suture was used for wound closure, interrupted on fascia of scarpa, fascia of camper or subcutaneous layer to reapproximate the skin edge. It was reported the patient experienced an undisclosed adverse event. No further information was provided.